Event description:
Complainant alleged that while analyzing the heart rhythm of a (B)(6) female pt, the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Complainant did not indicate that there was any pt involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical for eval. Instead, the customer returned the ECG event data, and eval concluded that the device operated to specification. The analysis algorithm incorporated in zoll defibrillators works by taking nine second ECG samples and dividing the sample into three, three second-segments, the algorithm then makes calculations based on ten waveform characteristics for each segment and classifies each segment as shockable or not shockable. A minimum of two of the three segments needs to be identified as shockable in order for the device to give a result of "shock advised". Review of the ECG event data concluded that the first segment was classified as "noisy" and resulted in a no shock advised determination. Segments two and three were classified as ventricular tachycardia rhythms and were classified as shockable rhythms. The overall result for the analysis was "shock advised" based on two of three segments being classified as shockable. The outcome of the analysis is due to the inherent limitations of ECG analysis programs. Analysis of report of this type has not identified an increase in trend.